Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake was not locking completely and adjusted the brake casters to repair the bed.